Event description:
Pt underwent cea on (B)(6) 2017. Presented to ed on (B)(6) 2017 c/o lump on side of neck at site of cea, red, warm to touch, painful. Ed discussed with on call vascular surgeon; oral abx prescribed and pt sent home with expectation to f/u in office. Seen in vascular office on (B)(6) 2017 where superficial abscess was observed, I&d performed. Boil on distal incision on day of I&d, described as "small localized abscess between the inferior aspect of the left neck incision and the drain incision. Small 1.5 cm x 1.5 cm fluid collection between the two incisions. Mild erythema. No fever, chills. No fluid collection on CT. Xenosure patch lot xbu2460, exp 01/28/2023, prep fluid 0.9% nss lot g130039. Exp: august 2020.